Event description:
Customer reported that the pump declared an altitude alarm. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Customer had previously reset the pump and was instructed by the agent to clear the speaker holes and keep the pump away from steam.